Event description:
It was reported that the +21.5 diopter cc4204bf collamer plate lens was torn by the injector as it was advancing towards the eye. The lens was ejected out unto the field. There was no patient contact. The customer was instructed to try a new injector and it resolved the issue.

Manufacturer narrative:
Evaluation: conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.